Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148556/7153830.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site due to poor wound healing and dehiscence. Signs and symptoms of spasms, warmth and redness were noted. The patient underwent an explant procedure and was placed on intravenous (IV) antibiotics. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility and will not be returned.